Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they went to their hcp's office and had the program changed. They have no idea why it happened. They were x-rayed but everything was still intact. They will have a follow up appointment in september.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient reported that there is pain and discomfort at their implant site. Patient stated that they believe their unit had shifted and that they had experienced sensations intense pain and what feels like a sharp signal. Patient mentioned that they had their daughter check the implant site, and that there was no redness and from the outside everything looks normal. Patient stated that they called their managing hcp's office, however the nurse that normally worked with the device was out of office. Patient called to inquire about next steps. Agent reviewed that patient could consider turning therapy off. Patient opted to do so and agent assisted with basic app navigation. Patient successfully turned off their stimulation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.